Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 4 states, "loosening or migration of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption, or excessive activity." - evaluation of the returned device found the porous coating on the stem appeared to be intact and showed evidence of bony ingrowth. The morse taper on the stem showed minor marks from contact with the taper insert. This report is number 4 of 4 MDR's filed for the same event (reference 1825034-2012-00642 / 2015-04757 and 04759).

Event description:
It was reported that patient underwent total right hip arthroplasty on (B)(6) 2011. Subsequently, it was further reported that the acetabular cup had migrated. Additional information received in operative report noted patient was revised on (B)(6) 2012 due to loosening. Operative report further noted a fluid-filled cystic mass, loose cup which rotated in the acetabular cavity, and the stem was easily removed. All components were removed and replaced.